Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2018, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal swelling") and hair growth abnormal ("hair growth"). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, abdominal distension and hair growth abnormal outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower and hair growth abnormal with essure. The reporter commented: events started after essure implant. Removal was requested by patient. Monitoring has not been done for 6 months or longer since essure product was removed. Sample received at quality unit: yes date of sample received at quality unit: 2020-11-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2018, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal swelling") and hair growth abnormal ("hair growth"). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, abdominal distension and hair growth abnormal outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower and hair growth abnormal with essure. The reporter commented: events started after essure implant. Removal was requested by patient. Monitoring has not been done for 6 months or longer since essure product was removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2018, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal swelling") and hair growth abnormal ("hair growth"). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, abdominal distension and hair growth abnormal outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower and hair growth abnormal with essure. The reporter commented: events started after essure implant. Removal was requested by patient. Monitoring has not been done for 6 months or longer since essure product was removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.